Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that a resolute onyx drug eluting stent dislodged within the body during a procedure. A CT confirmed that the stent had migrated to the right calf but did not require retrieval.

Manufacturer narrative:
Corrected data: corrected to be malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient had presented with non-stemi. The prox lad had 80% stenosis with timi 3. The mid lcx had 80% stenosis, followed by the om branch lesion with 90% stenosis. The rca has under deployed stents in the mid to distal segment, and 90% stenosis new lesions with timi 3 flow. The stent dislodged from the stent delivery system. The stent was stripped at the guide when trying to remove after it failed to cross the lesion. The guide wire, guide catheter and dislodged stent (wire floating on wire) were retracted to the sheath site however the stent migrated to the patients calf and was not retrieved. The rca was engaged with a 6f al 1.5 guide. The rca was pre-dilated with a 4mm balloon. Pci of mid-distal rca was performed with 5.0x22mm resolute onyx, 5.0x26mm resolute onyx, and 5.0x30mm resolute onyx overlapping. There was no residual stenosis, timi 3 flow without evidence of dissection or distal embolization. The stents were appropriately sized and well expanded. Pci of lcx was performed with three non-medtronic stents. The patient tolerated the procedure well and is fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.